Manufacturer narrative:
The lens was returned in liquid in lens vial. Visual inspection found one haptic torn. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -9.0 diopter , in the patients left eye (os). The surgeon was unable to position the lens properly and was unable to get the lens into the sulcus. This was due to pupillary dilation had become inadequate and was not responding to intraocular meds. The lens was removed and the patient was sent back to the pre-op area for more drops to dilate the pupil. After 45 minutes, this was successful and the patient was brought back to the or. The backup lens was implanted successfully. The patient is happy. The surgeon indicated the cause of the event was due to patient anatomy and iris configuration.